Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump emitted motor rewind error call service alarm multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015 device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box and duplicate in the evaluation. Review of black box data found record of a call service 078 alarm, a motor rewind error related alarm. Moisture intrusion was evident inside the battery compartment. The pump powered up with auditory and vibratory features. No tactile issues were found with the keypad buttons. Recurring 078 alarms were encountered during the rewind/load step and the remaining tests were not completed. A leak test detected a leak at the bolus button. Removal of the pump casing found additional evidence of moisture intrusion on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.